Event description:
It was reported that there was a concern about the integrity of this cardiac resynchronization therapy defibrillator (crt-d) system being affected by radio frequency (rf) ablation performed on this patient. Technical services (ts) reviewed device data and noted a signal artifact monitor (sam) event that showed minute ventilation/respiratory rate trend (rrt) chop for both right atrial (ra) and right ventricular (rv) lead channels simultaneously. Additionally, both the left ventricular (lv) lead and rv channels showed a decrease in pacing impedance but remained in range. The ra pacing impedance recorded low out of range measurements. Furthermore, the shock impedance recorded high out of range measurements for the rv lead. All of these alerts were triggered at a time consistent with said procedure. Ts considered that these alerts were likely triggered by the ablation procedure and that the leads probably were not compromised. Further patient evaluation was scheduled. No adverse patient effects were reported. This crt-d system remains in service. Additional information was received, indicating that device function has not been affected and the altered impedance measurements registered by the device corresponded with the time of the ablation procedure. No adverse patient effects were reported. This crt-d system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. It was confirmed that this device met manufacturing specifications prior to distribution and there was no indication that the device manufacturing process contributed to the reported complaint. Review of labeling confirmed that the complaint situation was listed in the manual and there was no indication in the complaint that the product was not used in accordance with labeling. No updates were required to the manual as result of this event. A risk review was completed and confirmed that the event of mv/rrt noise or oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, the conclusion code "device problem excluded" was assigned, because the investigation findings clearly confirm that the device was not the cause of the reported observations.

Event description:
It was reported that there was a concern about the integrity of this cardiac resynchronization therapy defibrillator (crt-d) system being affected by radio frequency (rf) ablation performed on this patient. Technical services (ts) reviewed device data and noted a signal artifact monitor (sam) event that showed minute ventilation/respiratory rate trend (rrt) chop for both right atrial (ra) and right ventricular (rv) lead channels simultaneously. Additionally, both the left ventricular (lv) lead and rv channels showed a decrease in pacing impedance but remained in range. The ra pacing impedance recorded low out of range measurements. Furthermore, the shock impedance recorded high out of range measurements for the rv lead. All of these alerts were triggered at a time consistent with said procedure. Ts considered that these alerts were likely triggered by the ablation procedure and that the leads probably were not compromised. Further patient evaluation was scheduled. No adverse patient effects were reported. This crt-d system remains in service. Additional information was received, indicating that device function has not been affected by the procedure and the altered impedance measurements registered by the device were taken at the same time of the ablation procedure. No adverse patient effects were reported. This crt-d system remains in service. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. It was confirmed that this device met manufacturing specifications prior to distribution and there was no indication that the device manufacturing process contributed to the reported complaint. Review of labeling confirmed that the complaint situation was listed in the manual and there was no indication in the complaint that the product was not used in accordance with labeling. No updates were required to the manual as result of this event. A risk review was completed and confirmed that the event of mv/rrt noise or oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, the conclusion code "device problem excluded" was assigned, because the investigation findings clearly confirm that the device was not the cause of the reported observations.

Event description:
It was reported that there was a concern about the integrity of this cardiac resynchronization therapy defibrillator (crt-d) system being affected by radio frequency (rf) ablation performed on this patient. Technical services (ts) reviewed device data and noted a signal artifact monitor (sam) event that showed minute ventilation/respiratory rate trend (rrt) chop for both right atrial (ra) and right ventricular (rv) lead channels simultaneously. Additionally, both the left ventricular (lv) lead and rv channels showed a decrease in pacing impedance but remained in range. The ra pacing impedance recorded low out of range measurements. Furthermore, the shock impedance recorded high out of range measurements for the rv lead. All of these alerts were triggered at a time consistent with said procedure. Ts considered that these alerts were likely triggered by the ablation procedure and that the leads probably were not compromised. Further patient evaluation was scheduled. No adverse patient effects were reported. This crt-d system remains in service.